Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer experienced continuous elevated blood glucose (bg) levels; exact value unknown. The cause for bg was unknown. Reportedly, the customer used room temperature insulin and the correct technique when loading the cartridges for insulin therapy. Insulin and cartridge changes were performed to address bg; however, the customer¿s bg¿s remained elevated. The customer reverted to alternate insulin therapy.